Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error code (error code e216) and scope communication error (b30 error) during preparation for use involving an olympus colonovideoscope. There was no patient injury reported.